Event description:
As reported on a spreadsheet received by natus on (B)(6) 2018, an eds3 (external drainage system) leaked at the proximal stopcock. Replaced with another; hospitalization of patient was extended. Additional information requested.

Manufacturer narrative:
Additional information: patient information: no information received. No delay in surgery reported. This was not a revision of one or more implants. Three attempts were made for product followup. Natus has completed their investigation.the results forwarded by codman on (B)(6) 2018 (B)(4) included the referenced: methods: review of device history records. Review of complaints history. A review of complaint records for the previous 12 months could not be performed as no lot number information was provided. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Trends will be monitored for this or similar complaints. Investigation methods/evaluation results: complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Root cause category: undetermined : insufficient information. Failure code codman : product analysis : device not returned root cause description: complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. No further corrective & preventative actions proposed. Document rationale for no corrective action: no corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. This complaint is now deemed closed. Should the product be returned, the complaint may be reopened.